Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock. The customer's blood glucose (bg) level was 300 mg/dl and the bg level was addressed with a manual injection. The customer successfully filled tubing to remove the air.